Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery oscillator device control unit did not function. It was further determined that the device failed pre-tests for check performance, check the oscillations frequency, 10800 to 14200 osc/min, check the triggers and ecu (electronic control unit)., check the off/on/on mode, trigger test, check the battery coupling, check the saw head and check the quick coupling for saw blades. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.